Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and there was an issue with the pacing signal that will not deliver to the carto® 3 system. The pacing leads were connected to the carto 3 piu primary pacing port. The carto® 3 system did not allow pacing and ablating at the same time. This was a planned pacing and there was unwanted pacing being delivered. No adverse patient consequence was reported.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Additional information was received on 07-oct-2023 and it was stated that the event was reported by mistake and that there was no quality issue with the carto 3 system. With the information received on 07-oct-2023, the event is no longer considered as MDR reportable under MFR# 2029046-2023-02196. As such, the h6. Medical device problem code has been updated.